Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 11 months post implant of this pulmonary bioprosthetic valve, an echocardiogram showed a pressure gradient of 73 mmhg with a mean of 44 mmhg and severe rv hypertension. Subsequently, 2 months post echocardiogram, a transcatheter pulmonary bioprosthetic valve was implanted valve-in-valve due to progressive stenosis and mild insufficiency. No additional adverse patient effects were reported.